Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days post implant the patient experienced phrenic nerve and diaphragmatic stimulation. The right atrial (ra) lead exhibited high thresholds. Reprogramming was attempted which resulted in intermittent loss of capture. It was further reported that the lead had dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.